Event description:
It was reported that during a da vinci si prostatectomy procedure, the surgeon observed that the jaws on the fenestrated bipolar forceps instrument did not engage completely. No missing or fallen pieces were reported. The planned surgical procedure was completed with a replacement instrument. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found one grip is bent, causing side to side misalignment of the grips. There is a .027 offset at the tips. Failure analysis investigation also found that the distal end of the main tube has various scratch marks with light material removal. It has been concluded that the damage was likely due to mishandling/misuse. No other damage was found. The instruments and accessories user manual specifically states: general precautions and warnings, handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not in itself constitute a MDR reportable event; however, the damage to the instrument's main tube, found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.